Manufacturer narrative:
H.6 investigation summary : customer reported incompatibility in test results in a phoenix 100 instrument. Bd field service engineer (fse) was dispatched on-site. Fse performed corrective maintenance and updated pud to version 7.31a. Issue resolved. As no returns were received to confirm the failure mode, this is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no further cases related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ automated microbiology system an unspecified number of patient mic results were inconsistent with what the user expected. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ automated microbiology system an unspecified number of patient mic results were inconsistent with what the user expected. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). G4: PMA/510(k)#: k020321, k020322, k020323, k040099, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.